Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure¿specifically tissue pad on the sonicbeat device was found to have come off¿was not confirmed. Based on the results of the investigation, the tissue pad was found to be worn and partially torn away. However, the information obtained through the complaint and the investigation was insufficient to determine the root cause of the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during a therapeutic laparoscopic ileocecal resection procedure, the tissue pad on the sonicbeat device was found to have come off after the third output. It was unclear whether the tissue pad had completely separated from the device or only partially detached. Although the tissue pad came off the probe, it did not fall off inside the patient¿s body. The procedure was successfully completed using a backup olympus device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.